Event description:
Patient reported experiencing insulin under her head set of her infusion set. She was wanting to know if changing her sites would help. She was advised to change her site. She indicated that she would change her site and start using the IV prep to prepare her sites in the future. The patient was using normal insertion and site rotation methods. The patient's blood glucose was not affected. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. No product will be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.